Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after a pacemaker system was implanted, right atrial (ra) lead undersensing and loss of capture were observed on a body surface monitor. Patient information was not provided. A check of pacemaker device data indicated very different measurements compared to the data observed the previous day during the implant procedure. Specifically, the ra amplitude almost could not be measured, the threshold was also the maximum output and ra loss of capture was observed. Based on this data and an x-ray, ra lead dislodgment was believed to be the cause. As a result, an additional surgical procedure was performed to reposition the ra lead the next day. The ra lead remains in-service. There were no additional adverse patient effects.